Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patent was brushing their teeth at the time of the shock. Technical services discussed some testing to do for myopotential noise. The clinic was able to reproduce the noise during office testing. The sensing vector has now been reprogrammed from the secondary vector to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.